Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead exhibited low, out-of-range (oor) pacing lead impedance (pli) measurement of less than 200 ohms along with noise which caused inappropriate shock therapy. The noise was reproduced with isometrics. This lead was believed to be fractured. A revision procedure was performed and the physician accidentally tore the superior vena cava (svc) and opted to open the patient¿s chest. The new lead was then put on the right side and tunneled across. While this rv lead was surgically abandoned and this crt-d remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Additional information was received that the existing rv lead exhibited chronic high threshold measurements and frequent low out of range pacing impedance measurements. A revision procedure was performed where the existing rv lead and crt-d were explanted and replaced. During this lead revision, the physician opted to explant the previous two surgically abandoned rv leads. No additional adverse patient effects were reported.